Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer blood glucose level was 2.2 mmol/l. Customer reported they had been having problems getting transmitter to connect once plugged into sensor. The customer was treated with juice and sensor resumed normal balance between sensor glucose and blood glucose. It was unknown that auto mode feature was active at the time of low blood glucose event. Customer had already performed some of troubleshooting on own the device will not be returned for analysis.